Event description:
Vns pt has experienced severe and frequent seizures since the device was programmed off for an MRI scan and subsequently programmed back to on following the scan. It was reported that the pt had previously undergone craniotomy resection of their hh lesion post-vns implant at which time their device was programmed off for the surgery and back to on afterwards without incident. Neurosurgeon reportedly believes that the pt may simply need a surgery and/or gamma knife to remove additional tumor that may be causing the seizure activity. Treating neurologist does not believe that the seizure activity is related to the vns.